Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's father reported via phone call that the patient was hospitalized for a high blood glucose in the 300 mg/dl and diabetic ketoacidosis. The high blood glucose was caused by a pen infusion set cannula. The hyperglycemia caused the patient to become pale and lethargic. She also experienced vomiting. The patient was treated via insulin pen injection, and she was released from the hospital twelve hours later. No products were returned for analysis and two replacement infusion sets were shipped to the customer.